Manufacturer narrative:
An event of unstable arrhythmias was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the patient did not have calcification extending beneath aortic annular plane in the interventricular septum, the patient had valve implanted at a final depth of 0-1mm non-coronary cusp and 6mm left coronary cusp, and the patient does not had a past medical history of this type of arrhythmia. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm navitor valve was selected for an implant. During the procedure, the electrocardiogram showed unstable arrhythmias. The device was successfully implanted with an implant depth of ncc 0-1 mm and lcc 6 mm. A permanent pacemaker was implanted. The patient was reported to be in stable condition.